Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following: it was reported by the customer that "while titrating pt's rituximab write noticed that when the rate was bumped up the drug was dripping from alaris channel. Tubing showed a pin hole leak near connection for pump. Not much drug was lost and lym team made aware and instructed to change primary tubing and proceed with treatment.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 11171447 and lot#: 24085333 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.